Event description:
Initial event description: patient 1 was a male, (B)(6); reported to the hospital on day 2 ((B)(6)) dehydration issues after surgery (t and a).

Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore an investigation of the device or the lot history file could not be performed. The sales representative reported that a (B)(6) male was admitted to the hospital for dehydration two days post surgery (t and a). Patient is doing fine.